Event description:
It was reported the pace/sense lead was capped due to oversensing. In addition, it was reported the hv lead was explanted and replaced due to increasing impedance. At change out, insulation degradation noticed on the hv lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed. Other: it was reported the pace/sense lead was capped due to oversensing. In addition, it was reported the hv lead was explanted and replaced due to increasing impedance. At change out, insulation degradation noticed on the hv lead. No patient complications were reported as a result of this event. Electrical tests performed; actual device involved in incident was evaluated. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high, insulation degradation.